Event description:
Reported via social media. It was reported that leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, a device leak occurred. The patient was kept on blood thinners. No additional information is known. It was further reported that the device was a 27mm watchman flx closure device. The leak was discovered approximately one month post implant via transesophageal echocardiogram (tee). The leak measured 6mm. The patient is scheduled to follow up with a new physician.

Manufacturer narrative:
(B)(6). B3: aware date used as event date is unknown.

Event description:
Reported via social media. It was reported that leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, a device leak occurred. The patient was kept on blood thinners. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.